Event description:
Dealer advised unit will not turn on, dealer advised already replaced joystick and cords and had same issue batteries are 25.2 volts, spoke with tech, no injury, dealer could not provide any further information.